Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (multiple abnormal shutdowns) was confirmed. Upon evaluation, the u104 (pxa) component was intermittent on ca board sn (B)(4). Root cause investigation is underway on devices exhibiting similar failure modes. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's monitor was producing multiple abnormal shutdowns.